Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient had a laparoscopic supracervical hysterectomy in 2008. At the start of the procedure, it was difficult to plug the device into the unit. Once plugged in, the device worked intermittently and eventually stopped working. A second device was used, and the case completed without patient consequences.